Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a sterility cap missing. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, d10, h3, h4, h6: b5: during follow up, it was clarified that large volume infusor leaked at the fillport. H4: the lot was manufactured between september 03, 2019 - september 04, 2019. H10: the device was received for evaluation. Visual inspection was performed and found the sample did not contain fluid in the bladder because the customer had cut the tubing line to drain the fluid out. A functional leak was performed by filling the bladder with green color water to the nominal volume. During fill, leak/backflow was observed at the fillport. Further examination revealed the cause of leak/backflow at the fillport was due to a glass fragment measured to be 0.20 square mm in size, lodged under the device checkband. The most likely cause of glass fragment becoming lodged under the checkband is user filling technique. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.